Event description:
The report from our affiliate indicated that after deployment of a palmaz blue stent in the right renal artery which was 90% stenosed, as the balloon was pulled away to leave the stent in position, the stent moved, coming back with the balloon, and ending up over the sheath. The physician used a 5cc syringe for hand inflation, and indicated that there was no waste on the balloon. The lesion had been pre-dilated with no effect. This same technique was used for placement of a second palmaz blue stent of the same size and lot, and again when the balloon was pulled away to leave the stent, the stent moved down and sat on top of the sheath. Both stents then needed to be deployed elsewhere in the patient's body, and were placed in the left external iliac artery. It was also noted that due to stenosis in the left external iliac artery, the stents could not be initially expanded at this site, so an optimed stent was used to open the stenosis and secure both palmaz blue stents in the left external iliac. They then returned to the renal stenosis, and using the same technique as above, successfully deployed a palmaz genesis 12 x 60 stent. There was no report of any adverse consequence to the patient. Additional patient and procedural information has been requested, but has not yet been forthcoming. The products are not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.